Event description:
Customer called into customer service to report that her pump in style transformer melted and she can see hole in it.

Manufacturer narrative:
The customer was sent a replacement power supply. In the follow up the customer indicated that there was a hole in the power supply housing. The customer did not witness any spark, fire or flame and no injury occurred as a result of the issue. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.